Manufacturer narrative:
G4: 10nov2020. B4: 10nov2020. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the navigational ring and bezel needed to be replaced to return the device to working condition. The fse replaced the navigational ring and bezel to resolve the reported problem. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device's navigational ring was unresponsive. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.